Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations revealed that the harmonic insert curved blade was found to be broken near the blade base. The blade broke within the base, no measurement was captured. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to user mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part# 480275-08, lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace had engagement issue and displayed a blade pressure error message after a few minutes of starting the procedure. There was no collision with another instrument. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.